Event description:
It was reported that after doing a holter monitor the physician noted pace inhibition on the electrocardiogram. When the episode history was reviewed noise was noted on the right ventricular channel. The noise was also reproduced when the patient was moving. The device was reprogrammed to the bipolar configuration and noise was not longer present with movement manipulation. This right ventricular lead remains implanted. No adverse patient effects were reported.